Event description:
Received additional informationfor this case. It was reported that that there was stent graft migration of an unknown stent graft that the investigator indicated it was related to the procedure and the stent graft. The investigator implanted an extension stent graft and the migration was resolved. An unltrasound revealed a type ii endoleak that was left untreated.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the talent stent graft had migrated approximately 7.5 months ago. At the time of the migration, the aneurysm was 4.7 cm in diameter. The aortic neck was 49 mm long, 22 mm in diameter at the renal arteries and 30 mm in diameter immediately above the aneurysm. The infrarenal aortic neck angulation was 90 degrees. Details on the cause of the migration have not been reported. The physician elected to intervene by implanting a stent graft not approved in the united states. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Graft migration. Cause of the migration unknown. Intervention required.